Manufacturer narrative:
Additional information was received on (B)(6) 2020. Patient had an explantation on 1/9/2020. Patient also experienced bilateral capsular contracture baker grade iii post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 170cc mentor smooth round moderate classic profile memorygel breast implant catalog: 3507170mc lot: 6846382 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with a 215cc mentor smooth round moderate classic profile memorygel breast implant experienced left sided capsular contracture baker grade unknown and silent rupture post procedure. The mentioned complications were confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.